Manufacturer narrative:
To date, information suggests that this ICD remains actively in service. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Manufacturer narrative:
Most recently, information was received wherein the local area sales representative confirmed that the shock therapy had exhausted in response to the atrial fibrillation and that the re-programming was for system optimization and not an error in programming.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted over four years later during a device upgrade procedure. The patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d). The ICD was returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did deliver shock therapy seven times within one event in response to atrial fibrillation. Markers indicated that the device inhibited for >10 seconds due to the rid decision. The rid had been uncorrelated and the rhythm was unstable. After about 10 or so seconds, the rhythm became stable, and detection was met. The physician discussed re-programming to a higher rate cut-off with the boston scientific technical services consultant. There were no reported adverse patient effects associated with this clinical observation.